Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was dislodged and removed. No reported patient harm..

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter dislodged and the cuff was exposed. The device was removed two days later and replaced with a 7fr hickman catheter. No injury reported.